Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 46 mg/dl. Cause of low bg level was unknown. Bg was treated with fluids and solu-cortef. Shots. Reportedly, customer left the ER a couple hours later with customer in stable condition (bg 117 mg/dl.